Manufacturer narrative:
The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement suretrak2 small clamp shipped to site 06/29/2016. Medtronic investigation of returned suspect suretrak2 small clamp finds that the clamp cannot be adjusted, the threads seem to be cross-threaded and seized. The hex key head is in good shape and the mating threads on top of clamp are in good working order. Confirmed failure. Screw cross-threaded. Mechanical failure. No further issues have been reported.

Event description:
A site purchasing department representative reported that their suretrak2 small clamp threads were worn. Replacement was requested. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.